Event description:
The reporter contacted animas on (B)(6) 2012 and stated the ok keypad button was intermittently unresponsive. The reporter denied damage to the pump and noted worn symbols. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the keypad was confirmed to be intact with no damage or peeling. The ok and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the contrast, up, and down button contacts.